Event description:
From 1985 to 1997 the individual used latex medical gloves in the performance of her occupation. The individual allegedly became sensitized and allergic to latex from this exposure.